Event description:
Account alleged that the pendant cable has pulled away from the body of the pendant exposing the bare metal copper wiring within the cable. No alleged injuries or pts involved.

Manufacturer narrative:
(B)(4). This MDR was sent in error. Two other MDR's have been initiated and sent to address this case of peritonitis. The MDR numbers are as follows. (B)(4), 1423500-2010-00580. (B)(4), 1423500-2010-00581.

Event description:
A customer contacted baxter's technical service center to report receiving a negative ultra filtration alarm with the homechoice (hc) machine. The negative ultra filtration (uf) was 592mls. The home patient (hp) was doing 24 hour continuous therapy. The doctor wanted to bypass drain to fill and let the hp fill then end treatment. The hp has peritonitis and was retaining solution. The doctor would restart the therapy using a different strength solution. The technical service representative (tsr) was unable to complete the bypass because of negative ultra filtration (uf) the hp had a fill volume of 1000ml. The doctor wanted to end the therapy. The tsr helped the caller end the therapy. During a follow-up call, the nurse reported that on (B) (6) 2010, the patient was diagnosed with bacterial peritonitis. This MDR is for the peritonitis. On this same day, the patient was hospitalized and a sample of peritoneal effluent was analyzed and cultured, prior to initiating antibiotics. At the time of the call, the nurse did not have the results of the analysis or culture in front of her, but knew that the peritonitis was bacterial in nature. The cause of the peritonitis was unknown. There was no exit site or tunnel infection associated with the peritonitis. The patient was treated with ancef (ip), dose and administration dates were not provided. On approximately (B) (6) 2010, the patient was discharged, and the event of peritonitis resolved. Dianeal therapy was continued. The nurse believed the event was unrelated to pd therapy. The nurse verified that the patient was not retaining solution or having issues with edema. The physician wanted the patient to have a last fill and retain some pd solution. So he contacted bts for assistance with bypassing three cycles on the hc machine.

Manufacturer narrative:
(B) (4).device still in use it was not returned to baxter.